Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a010402 captures the reportable event of stent migration. Patient code e2330 captures the reportable event of pain. Impact code f23 captures the reportable event of unexpected medical intervention. Impact code f08 captures the reportable event of hospitalization or prolonged hospitalization.

Event description:
It was reported that a contour ureteral stent was implanted in a patient. During an emergent follow-up, it was found that the stent loop migrated down the ureter causing discomfort and pain. The migrated stent was retrieved with the use of graspers and a new stent was placed which successfully completed the procedure. There were no other patient complications reported.